Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the tip of the returned probe is twisted and bent. There are impact marks at the back end of the probe as well. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) determined that the instrument could be verified, but was discovered later in the case to be bent.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. H30 no device was returned as time for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for sacroiliac and thoracolumbar. It was reported that the straight lumbar probe had been bent during surgery. The patient had hard bone and the metal end was noticed twisted after making a hole. No delay to the case and no patient impact.